Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: after firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How was the case completed?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: after firing was the adjusting knob turned ½ to ¾ revolutions? 1/2 to 1 full revolution was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. How was the case completed? Surgeon was able to remove device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a sigmoid colectomy procedure, the surgeon was unable to easily remove the device from patient's rectum. After much effort the device was removed. The surgeon believes one of the staples from the transverse staple line may have been caught on the device. There were no patient consequences reported. Unknown how case was completed.